Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient's ipg site did not heal and showed signs of leakage. The event date is unknown. As a result, the patient underwent surgical intervention on (B)(6) 2015 to have the ipg pocket cleaned. Infection was not suspected, and the surgical intervention resolved.